Event description:
It was reported that the system was explanted for an unknown reason. No further information is known.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information; however, no further information was known or received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.